Event description:
Pump alarmed empty bag and medication bag was found dry 4.5 hours early. The pump indicated that 54ml had infused. The patient should have received 69ml over a 24 hour period. The patient is on continuous milrinone and awaiting a heart transplant. The pt was connected to a new milrinone bag and is not having any physicial problems. The facility notified the patient's transplant coordinator who informed the md. The facility's asset tracker reports that there had been a prior complaint of overinfusion in which this device was returned, tested and no problem was found.